Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use at the time of the event. The philips remote service engineer (rse) examined the system remotely, reviewed the logfiles, and confirmed that the system was getting image disk full messages and could not perform fluoroscopy. As a part of troubleshooting, the rse deleted some old exams from the database and were able to continue the exam, but they were still getting disk full messages and confirmed the ippc malfunction. The defective ippc was returned to analysis, and it confirmed that the unit failed to power on with the psu switch. To resolve the issue, fse visited onsite and replaced the ippc, image disks, reloaded software, and recreated the image store and ghost backup. After the replacement and necessary configurations, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform exposures. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.